Event description:
Patient reported to dexcom technical support on (B)(6) 2013 that on (B)(6) 2013 around 3:50 pm, she had experienced a hypoglycemic event. Patient claims that her bg was reading 39 mg/dl while her cgm was reading 121 mg/dl at time of event. The patient reports that she was not thinking clearly at time of event, and she visited the hospital. The patient was administered glucose gel followed by an IV glucose solution. At the time of her communication with technical support, patient reported that she is in normal condition.